Manufacturer narrative:
H4: the lot was manufactured between april 20, 2023 ¿ april 21, 2023. H10: three (3) devices were received for evaluation. Of the three returned units, two units had not been filled with fluid while one unit had been filled with fluid by the customer. Visual inspection was performed of the unit that had been filled and broken glass fragments from a drug ampoule made of glass material were stuck inside the infusor device¿s fill port. A leak test was performed, and a leak was observed from the fill port during leak test due to glass fragments stuck on der the device¿s checkband. The reported condition was verified. The cause of the glass fragments stuck under the checkband is the user not using a filter during the filling step as recommended from the infusor product label (IFU, instructions for use). No manufacturing process step would allow glass fragments to be introduced near or adjacent to the fill port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume multirate infusors were leaking from the flow control module. The leak was further described as, ¿flow control rate has constant filtration¿. This issue was identified during set up/preparation. There was no patient involvement. No additional information is available.